Event description:
It was reported that during an unknown procedure, there was an issue with a product.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024 d4: batch # a9ef8f. Additional information was requested and the following was obtained: "how did device not work? Clips fell off the end of the clip applier did device jammed (not fire clips)? Not fire did device not feed clips? It would feed clips but the clips just fell off did device drop or eject clips? Drop did device sideways feed clips? Unknown, I think they just fell off before they could get formed. Did device fire malformed clips? Unknown, I think they just fell off before they could get formed. Did device fire scissored clips? Unknown, I think they just fell off before they could get formed. If other please specify is the current patient status known? Patient is fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining fourteen (14) clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.